Manufacturer narrative:
(B)(4), evaluation summary: visual and functional inspections were performed on the returned device. The reported suture break was confirmed as the device was returned with a suture retrieval issue. Although it was reported that the suture detached, the event is classified and analyzed as suture retrieval issue as the difference between the two failure modes is often not discernable to the user. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. It should be noted that the perclose proglide instructions for use states: the safety and effectiveness of the perclose proglide sutre mediated closure (smc) devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with proglide devices was attempted in right common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Four proglides in total were being used, three in the right common femoral artery and one in the left common femoral artery. The first proglide in the right common femoral artery had a link break after step 3 (removal of proglide plunger). The sheath was upsized to an 18fr and the aaa procedure was completed. Hemostasis was achieved with two proglides in the right common femoral artery and one in the left common femoral artery. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.